Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported that saturations are inaccurate. They state the spo2 value will fluctuate from normal (97) down to the 80s then, back up to normal, this happens within seconds. They stated that they replaced the patient cable and sensors, but, continued to get fluctuating values. No patient impact or consequences were reported.